Manufacturer narrative:
Section d10 references: product ID 3708640 serial# (B)(6) product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(6), ubd: 01-may-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that probably a month ago or even two months ago they began experiencing more stiffness and discomfort. The patient stated that they were "really uncomfortable" at the time of the call. Agent did not ask about the circumstances that led to the reported issue. The patient met with their neurologist yesterday to have the ins checked, and the neurologist told the patient that there was an impedance issue. The neurologist had the patient get a cat scan and everything looked okay. The neurologist then contacted a medtronic representative, but the patient did not know the representative's first or last name. The neurologist told the patient that the representative will meet the patient at their home to address the impedance issue. The patient requested their representative's contact information so they could find out when they will arrive. Additional information received from the healthcare provider (hcp) reported impedances were high on all contacts. The cause of the impedance issue was due to a malfunction of the extension. The extension was replaced which resolved the issue.